Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer stated she was using the pad on the couch laying down when she pressed down on the switch, it sparked, burned a hole in her couch and blew the breaker.